Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements and loss of capture (loc) in all programmed configurations. Additionally, the patient experienced diaphragmatic stimulation. The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried body fluid in the inner lumen. Additionally, the conductor coils were found to be deformed and flattened 20 to 27 millimeters (mm) from the lead tip. The inner insulation also appeared to be pinched at this site. The damage to the lead was consistent with damaged cause by the explant procedure. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the clinical observations.